Event description:
3-port adaptor was connected to an arrow introducer in pt's rt internal jugular. Two IV lines connected to adaptor. Adaptor secure and line patency verified by rn prior to event. Pt sleeping for approx 20 mins when monitor alerted rn to change in pt heart rhythm. Rn went to bedside and found adaptor had separated from stopcock. Pt sustained large volume blood loss. Expired 8 hours later.